Manufacturer narrative:
This complaint is recorded by zimmer biomet under cmp-(B)(4). A follow up/ final report will be submitted once investigation is complete g2: foreign country - japan.

Event description:
It was reported before surgery that the inside of the pv case was dirty. There is no harm or delay reported. The malfunction was noted before opening the package. Due diligence is complete and there is no additional information available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The following sections have been corrected/updated: b4, b5, d2, d4, d9, g1, g3, g6, h1, h2, h3, h4, h6, h11 visual inspection found white fluid residue dried throughout the tyvek tray and along the battery pack. Visual inspection of the interior of the pack found the batteries had leaked electrolyte inside of the pack. The batteries were installed in the correct orientation inside the pack. There did not appear to be damage to the wiring of the pack. No other damage was found. DHR was reviewed and no discrepancies related to the reported event were found. The root cause of the reported issue is attributed to manufacturing issues. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There is no additional event information available.